Event description:
It was reported that prior to the start of a da vinci-assisted segmental pancreatectomy surgical procedure, the clinical sales representative (csr) informed the technical support engineer (tse) that the customer was having issue with the patient side cart (psc). The tse reviewed the error logs and confirmed errors 23007 and 1173 pointing to universal surgical manipulator (usm) 3. The csr stated that message ¿arm was not free to move¿ appeared on the vision side cart (vsc) screen. The tse had the csr spread all the usms, move usm 3 carriage manually, and then perform system hard power cycle, but the issue persisted. The customer opted to disable usm 3 and continue with the procedure with the other three usms. The procedure was continuing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could reproduce the reported complaint. Error 23008 occurred repeatedly when the system was powered on due to universal surgical manipulator (usm) 3 failure. The fse replaced usm 3 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The unit was tested on the in-house system, and it failed normal mode. During normal mode, the unit triggered a (B)(4) and (B)(4) errors pointing to the yaw axis. The unit was tested on the patient side cart (psc) fixture test platform (pftp), and it failed the yaw sensor check and the sine cycle. The yaw searchlight (sl) printed circuit assembly (pca) was swapped with a test yaw sl pca, and the arm was run through initial calibrations. After the unit was recalibrated, the unit passed the sensor check and the sine cycle. The original sl pca was returned for aba testing, and the unit failed the initial calibrations with the errors pointing to the yaw axis. Visual inspection revealed that there was a scratch on the yaw sl pca. The yaw sl pca will be replaced. The yaw sl assembly will be replaced as a precaution. The unit passed the following tests: direction, carriage lissajous, carriage friction, friction, brake, carriage strength, carriage switches, carriage/axes controller, motor (acm) fan and fiber test. The root cause of the failure was attributed to component failure. A log review was performed by the tse during the troubleshooting call. Per the review, the issue occurred on (B)(6) 2022 using system sk5203. A system review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: (B)(4). This complaint is considered a reportable event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: ports were not placed prior to the issue being identified. There was no patient injury. The error occurred during functional check upon powering on the system.

Event description:
Refer to h10/h11 for follow-up information.